Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 094451 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 094451 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 094451 showed that the complaint rate was (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
This report represents 1 of 2 (B)(6) test results reported by a customer with the alere determine hiv 1/2 ag/ab combo test at 20 minutes which then was (B)(6) at 30 minutes. Fingerstick whole blood was the sample used for testing. Based on the information available, it appears a malfunction may have occurred with this alere determine hiv 1/2 ag/ab combo test as there were conflicting results within the 20 to 30 minute time frame for reading the results. The date of occurence was not provided. This MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).